Event description:
End user advised drives for a couple of miles and when go over an incline scooter stops with no flashing lights. End user advised had to have someone help her home. End user advised can hear unit charging. End user advised charges unit in the garage and someone was working in the kitchen and had something plugged into that outlet and she has had issues since they used the plug with their adapter. Spoke with tech advised issue could be batteries. End user could not provide any further information.